Event description:
The customer reported the system exhibited a precharge error. This error is likely to prevent the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced a control cable. The system operates as intended.